Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "purple haze over the screen" was identified. A review of the event history log revealed a system error 25006 (gui post failure). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition is related to a defective display. The front panel assembly and the door to door o-ring would be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a purple haze over the screen. This was found during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.